Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra link meter was missing segments on the display. The reporter could not specify the patient's symptoms, but said they happened before the product issue. The patient did take any action regarding diabetes treatment due to the issue. The patient denied seeking medical attention. The product was not new (out of box). This complaint is being reported because the product issue could not be resolved through troubleshooting. The product did not cause or contribute to any injury because the patient did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.